Event description:
The device was used during a sigmoid procedure. It was reported that the patient has sigmoid carcinoma. When the device was fired, a crunch sound was not heard, the cut line was not apparent. After firing, the device could not be removed, the device was cut out and the anastomosis was redone. According to the surgeon there is a potential consequence of infection.